Event description:
Customer called to report a cracking noise when he filled a pod with insulin. Customer said he did use the pod and received a high blood sugar as a result. No further issues were identified.

Manufacturer narrative:
The product will not be returned so no evaluation is possible. The customer noticed a "crackling" noise during the fill process which indicates a probable problem with the retainer that allowed a component to move, resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-deliver of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.